Event description:
The physician performed an lad pci in order to improve ventricular perfusion. Two endeavor spring rx drug-eluting stents were implanted at the mid lad (MFR report # 2953200-2009-01486), abutting. Mid lad lesion I; residual stenosis was reported as 0%, following stent implant. Mid lad lesion 1: successful intervention of this lesion, following stent implant. Proximal circumflex lesion 1: the percent stenosis was reported as 100. The lad lesion was extremely high risk because of poor lv and only remaining coronary artery. Turned down by surgeons because of risk. Extremely rigid lesion in the lad. Both a 2.0 compliant and a 2.0 non compliant balloon ruptured during inflation. Unable to pass a 2,5 mm compliant or non compliant balloon. Rotational atherectomy performed with a 1.5 mm burr. This was complicated by intermittent av block and hypotension requiring CPR. Pt was successfully resuscitated and balloon angioplasty and stenting of lad performed successfully. A temporary pacemaker was placed. However, pt developed progressive hypotension post-procedure requiring pressors. Additional CPR performed for pulsus electrical activity. Pt intubated and again pressure was restored and brought to ccu. In ccu, pt developed progressive hypotension despite pressors and died. Investigator has indicated that there was no relationship to the study device. Cd images were provided for review. Images of the left coronary arteries, as described in the event description were evident on the cd. The presence of a rotational atherectomy device was evident on one image, and it was present just exiting the tip of the guide catheter. There were no images showing the use of the device. Not all events described in the event description were provided in the images but there appeared to be an image of an inflated balloon inside a deployed stent, most likely for post-dilation activities. Final angiographic images of the lad show that there are two deployed stents present with good flow through the vessel from the proximal to distal vessel. The occluded branches are evident, but there were no images showing treatment on any of these occlusions. There are no images of the reported compliant and non-compliant balloon ruptures.

Manufacturer narrative:
Evaluation codes, method: (cd images). Results: (death).